Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while removing an end cap during a procedure, the tip of the driver fractured inside the cap. The fractured piece was not able to be extracted from the patient's body. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual examination of the returned product identified that the hex feature is fractured and missing. Material hardness is conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.